Event description:
It was reported that the bd syringe plastipak 10ml s/su had visible droplets. The following information was provided by the initial reporter: we would like to inform you and alert you to a situation that has been observed in relation to the 10 ml and 5 ml syringes that are being used in the sector. It has been identified that some units of these syringes show, in an apparently random way, the presence of a substance that resembles oil, in considerable quantity. This condition has raised concerns about the safe use of these materials, since the nature and composition of this substance is not known for certain. There is concern that, when it comes into contact with the blood collected, this substance could interfere with laboratory analysis, compromising the quality and reliability of the results. In addition, the presence of this substance could pose a potential risk of contamination, both for the biological materials collected and for the professionals involved in handling the samples. We emphasize that, in the quantity observed, the substance can directly impact the integrity of the collections, and the safety of the procedures carried out. In view of this, we suggest that the appropriate measures be adopted, such as careful evaluation of the batch of these syringes, communication to the supplier and, if necessary, temporary suspension of use until the safety of the material is clarified.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information provided.

Manufacturer narrative:
It was performed the DHR, maintenance records and quality notifications, and no deviations associated with the batches in question were found. Unfortunately, as no samples or photos were provided by the customer, we are unable to conduct a detailed investigation or determine the root cause of the reported incident. Based on the information available, we cannot confirm the validity of the query. Our manufacturing process is validated against specific resource criteria, and the incident identified in this consultation will be monitored to assess trends. As this occurrence does not exceed the batch's acceptable quality limit (aql), no additional corrective or preventive action is proposed at this time.